Event description:
It was reported that the user of an ilet system with an inset teflon infusion set called for guidance on a full supply change, which was completed without issue, and noted elevated glucose after a recent meal. Symptoms included hyperglycemia. Outcomes included no alarms and no escalation of care. Investigation included remote troubleshooting and user education. Investigation of this case revealed no device alarms, no functional anomalies, and no evidence of infusion set or pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.